Event description:
During attempt to remove jackson pratt drain, drain broke at skin level, leaving 4 cm of clear plastic tubing on skin surface. Pt returned portion of the drain which measured 20 cm.